Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system drawer was failed when user trying to issue medication to patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the parts of drawers were very loose causing sensor not the lineup with latch and removed drawer from device where two screws on right hand side were completely backed out. The field service engineer replaced drawer and tightened screws to resolve the issue. The system functioned as intended after the field service engineer repaired the device.